Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg did not take a charge and has been inoperable for 4 years. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.